Manufacturer narrative:
Balloon detachment confirmed. No evidence of adhesive remained on catheter shaft and ground core wire. A dent on the catheter shaft proximal to the balloon bond combined with a corresponding deformation on the inside of the advancer tip and curled core wire tip indicates that an unusual non-coaxial load was applied to the catheter during the procedure, most likely with the tip of the advancer tube. The dent and balloon detachment was replicated in bench testing by incompletely deflating the balloon and misaligning the advancer tube relative to the puncture track prior to withdrawing the catheter with an impulse retraction force. The dent and balloon detachment could not be reproduced when the advancer tube was correctly aligned, and the the balloon was fully deflated prior to withdrawal. The review of the lot history record did not exhibit any issues that may have caused or contributed to the reported incident. There is no evidence that suggests the device did not meet specifications.

Event description:
A male with history of hypertension underwent a diagnostic coronary angiogram in 2007. No peri-procedural medications were administered. The initial cath was reportedly performed without complication, and post procedure bp was 139/93. The mynx procedure was reportedly performed per IFU by a trained operator, and all procedural steps were completed. Upon removing the balloon catheter through the advancer tube lumen, it was observed that the balloon and balloon leg were absent from the device. The operator did not describe difficulty with balloon deflation or alignment, but some resistance was noted while removing the device. The advancer tube was removed and hemostasis was successfully achieved. Patient was asymptomatic. Bp normal and distal pulses present with no pain. Leg color and temp normal. No reported local groin complications including tenderness, swelling, induration or hematoma. Because the patient was without signs or symptoms, no further diagnostic or therapeutic procedures were pursued. Patient ambulated and discharged per standard hospital procedure. Follow up was scheduled for 1 week, and 28 days post procedure, there was no report of clinical sequale.